Event description:
It was reported that the patient received inappropriate shocks due to oversensing in the ventricular channel. The lead was extracted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 56.5 cm proximal to the lead tip. Only the distal lead fragment with inserted locking stylet was returned and subjected to an extensive analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. During the visual inspection, the distal lead fragment was found to be covered with calcified tissue in multiple areas. Additionally, the insulation on the distal lead fragment was rubbed through, which is considered the root cause of the clinical observation. The characteristics of this damage indicate excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Furthermore, extraction damages were noted such as a deformed shock coil. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.